Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during ambulance inspection, it was discovered that the capnography prong was broken off inside of the port. As the issue was discovered during inspection, there was no patient involvement at that time of the event. No patient or user health consequences or impact occurred.